Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating due to network issue. A technical support specialist (tss) found that the device had been offline for the past three days, which was the root cause of the ¿download stopped¿ error on hsv (health sight viewer). The tss advised the customer to connect the device via a lan cable. The customer confirmed that the station was back online. The tss verified normal communication and, with no further updates from the customer, proceeded to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was not communicating and had download stopped error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.